Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 25-mar-2019 with the following findings: the battery compartment wrecked below the bumper pad. Evidence of moisture corrosion was found on the keypad connector, and on the display board. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked with moisture. This report is made based on results of investigation completed on 25-mar-2019.